Manufacturer narrative:
This is being reported as a serious injury due to the implanted screws breaking causing the need for a revision procedure performed on (B)(6) 2017. Evaluation of the returned device by engineering determined that the screws were removed after one year and one month of implantation. The failures appear to be fatigue related. The cause for these failures is not known. Review of manufacturing history records found a total of 256 pieces of lot 7452ps were released into distribution on (B)(6) 2015 ((B)(4) pcs), (B)(6) 2015 ((B)(4) pcs) and (B)(6) 2015 ((B)(4) pcs) with no deviations or anomalies. Review of complaint history did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated.

Event description:
During a routine follow-up exam the doctor discovered one broken s-lok screw that had been previously implanted on (B)(6) 2016. Hardware removal case was completed on (B)(6) 2017 where one broken s-lok screw was removed. Doctor did not replace the broken hardware in the patient.